Manufacturer narrative:
Argus case (B)(4).

Event description:
It damaged her liver [hepatic damage]. Case description: this case was reported by a consumer via interactive digital media ((B)(6)) and described the occurrence of hepatic damage in a female patient who received gsk denture adhesive (formulation unknown) (corega denture adhesive formulation unknown) unknown (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega denture adhesive formulation unknown at an unknown dose and frequency. On an unknown date, an unknown time after starting corega denture adhesive formulation unknown, the patient experienced hepatic damage (serious criteria gsk medically significant) and product complaint. The action taken with corega denture adhesive formulation unknown was unknown. On an unknown date, the outcome of the hepatic damage and product complaint were unknown. It was unknown if the reporter considered the hepatic damage to be related to corega denture adhesive formulation unknown. Additional details: initial and follow up processed together. Consumer informed that it did not stick, she also said that it damaged her liver. Follow up received on 13 dec 2019: no new medically significant information reported.